Event description:
A wound granuloma emanating from the patch. It was fixated with sutures.

Manufacturer narrative:
The folding and buckling displayed by the c-qur v-patch explant from this case indicates that it may not have had enough space to allow it to fully deploy. If the peritoneal space is not made large enough the patch cannot fully deploy and will fold or buckle. A definitive cause of the wound granuloma/skin irritation reported in this case cannot be determined from the information provided; however, poor surgical technique in getting the patch to lay completely flat during implantation may have played a significant role in the wound healing response noted in this pt. There are no reasons to conclude that this c-qur v-patch mesh implant was the root cause of the wound granuloma/skin irritation in this case.